Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism and there was tissue on the helix.

Event description:
It was reported that the patient was experiencing syncope due to the lead not capturing and it being positioned too far forward beyond the heart border. The lead was extracted and replaced per medical judgment. No further patient complications were reported as a result of this event.